Manufacturer narrative:
Date of event is estimated as (B)(6) 2022. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of an unspecified vessel using 2 proglide devices after an interventional angioplasty procedure using a 5f sheath. Reportedly, both proglides failed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be verified as the returned device analysis indicates the device was successfully deployed with no observations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined as a specific failure mode was not provided. A conclusive cause could not be determined as a specific failure mode was not provided and the condition of the returned device indicates successful deployment with no observations. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.